Manufacturer narrative:
Further information was requested but not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an interrogation anomaly was noted on the device and the device was unable to be interrogated.. Further information was requested but not yet available. The patient was in stable condition.

Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated the event was resolved by performing a firmware download. The patient was in stable condition.